Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Two days after the procedure, the patient developed sepsis and reported symptoms of fever, nausea, vomiting, and chills. The patient was treated with vancomycin, cefepime, and caspofungin, and subsequently admitted to the intensive care unit (ICU). Vasopressors were administered to maintain adequate perfusion. Per physician's assessment, the event serious, was probably related to the device, and probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 3, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at two days (pod2) post-procedure. Blocks d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf patient code e0306 captures the reportable event of "the patient developed sepsis." Imdrf impact code f2303 captures the reportable event of "the patient was treated with vancomycin, cefepime, and caspofungin" and "vasopressors were administered to maintain adequate perfusion." Imdrf impact code f0801 captures the reportable event of "the patient was admitted to the intensive care unit (ICU)."